Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion.

Manufacturer narrative:
The investigation into the log files and battery pack associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED was functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.